Manufacturer narrative:
Per internal review by bwi's medical safety officer, the patient had an ischemic vt and was brought to the ep lab for ablation and eventual placement of an ICD. The lv was accessed retrograde and mapped using a pentaray catheter. The initial attempt with a short sheath to go retrograde would not allow the pentaray to deflect into the lv. Therefore, the short sheath was exchanged for a 65 cm terumo pinnacle destination long sheath. Pentaray was then deflected across into the lv as the sheath was able to come across the entire aortic arch. There were no error messages or product malfunctions with the pentaray during mapping. During maneuvering of the pentaray and sheath, there appeared to be times when the pentaray would double back on itself suggesting resistance. These occurrences led the physician to comment that they believe the device may have created a dissection in the arch. After initial pass with the pentaray and return to the descending aorta, patient began demonstrating hypotension. An ice catheter demonstrated no effusion. Patient began to decompensate and CPR was initiated. After 40 minutes, the patient was declared dead. Autopsy is pending as of this date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born (B)(6) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac arrest and death. During the procedure the patient died. The patient was stable when they came to the lab. They gained retrograde access to get into the left ventricle. While mapping the patient's blood pressure dropped and they became unstable very quickly. They initiated CPR. The caller states the CPR lasted for about 40 minutes. The caller says an intracardiac ultrasound was done and they did not see a pericardial effusion. The caller states that during CPR they performed a transthoracic echocardiogram and there was no pericardial effusion noted. Prior to the CPR the caller states they had only done the mapping of the left ventricle no ablations had been done. The doctor after 40 minutes of performing CPR declared the patient dead. The caller spoke with the physician after the case and the physician stated they were not sure what may have caused the patient's death. They think they may have dissected the aorta or the patient had an aneurysm in the aorta. They will not know until an autopsy is performed. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event: procedure & patient condition. CPR was provided and the patient outcome was death. Patient history: prior coronary artery bypass graft, prior ICD dates unknown. Date of death was (B)(6) 2021. The physician¿s opinion of the cause of death: unknown. Physician was mapping with the pentaray ( 7f, f curve, 2-6-2 spacing) catheter in the left ventricle via retrograde aortic access. He noticed the blood pressure drop. A code was called and CPR was performed for 30 minutes. The patient was declared expired following CPR attempt. All deaths where bwi FDA approved ¿ ce mark devices are involved are reportable.